Manufacturer narrative:
Multiple attempts were made to obtain further information regarding device evaluation and repair; however, no response was received. It is therefore unknown what the outcome of the reported issue was, and no further information could be obtained. The investigation concludes that no further action is required at this time. The complaint will be processed for closure. If additional information becomes available at a later date, the complaint will be reopened, and a supplemental report will be submitted.

Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that a 111b " 35v supply failed" error was displayed. There was no patient involvement at the time the issue was discovered. No patient or user harm was reported. The remote service engineer (rse) advised the customer that the manufacturer recommends replacing the power management (pm) printed circuit board assembly (pcba); if the issue remains, the manufacturer also recommends replacing the motor controller (mc) pcba. The rse provided the customer with the part numbers of the replacement pm pcba and mc pcba for repair.